Event description:
New information notes that prior to the procedure interrogation prior to the procedure determined loss of capture with high capture thresholds resulted in rapid battery depletion on the pacemaker. Determined loss of capture with high capture thresholds the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for pacemaker replacement procedure. Interrogation prior to the procedure determined loss of capture with high capture thresholds resulted in rapid battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported events of premature discharge of battery and failure to capture were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported events of a capturing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.